Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing ,downstream occlusion was not reproduced. Downstream occlusion detection was performed and the device passed. A review of the event history log revealed "downstream occlusion!". The event history log cannot confirm if the alarms were true of false. A service history revealed the device has been serviced within the last 12 months for a similar complaint. Evaluation observed the assignable cause to be force sensor all required service actions were completed in the last service cycle. The reported condition was verified. No device correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.